Event description:
The customer reported an alarm. It was stated that the pump beeps and vibrates several times every minute. Pressing the select and activated buttons cleared the alarm. During the call the customer indicated having low bgs. It was informed that the customer was treated in the e.r. Three times in the last seventy-two hours. The customer was currently driving at the time of call and could not continue troubleshooting the pump.